Event description:
Same case as manufacturer's report # 6000093-2004-01291. During a ptca treatment procedure, the maverick2 monorail 15/1.5 mm balloon ruptured when attempting to predilate a lesion for placement of a taxus stent. Initially, the maverick2 monorail 15/1.5 mm would not cross the lesion on the first attempt, then crossed successfully on the second attempt, but ruptured at 8 atms. The maverick2 monorail 15/1.5 mm balloon was removed and replaced with a maverick2 monorail 15/2.5 mm balloon, but this balloon burst at 6 atms. The maverick2 monorail 15/2.5 mm balloon was removed and replaced with a powersail 15/2.5 mm balloon to successfully complete the lesion predilatation. The same powersail 15/2.5 mm balloon was used to successfully postdilate the taxus stent. The procedure was successfully completed. No pt injuries or complications were reported. Pt status is reported as 'good'.